Event description:
The product was used during a right hemicolectomy procedure. Reportedly, the staple line did not hold. The surgeon performed a re-operation three weeks post-operatively to resect the tissue at the application site and perform a colostomy.